Event description:
It was reported that the insulin pump has moisture under the lcd window. Customer washed the device. The insulin pump was not dropped and the drive support cap is not damaged. Blood glucose 177 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump functioned properly during the self test and displacement test. All operating currents were normal. However, moisture damage was found on the electronic and motor assemblies. The insulin pump was received with minor scratches on the display window, cracked case at display window corners and a cracked reservoir tube lip.